Event description:
According to the event description:the perfusor infused the entire syringe when using the injectomat syringes at a flow rate of 2 ml/h.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received: one perfusor space, 8713030, serial no.: 429481, software version 688m030003. The history files were read out and analyzed. During the infusion the malfunction "plunger malfunction" could be found several times. The malfunction occurred because the syringe lost contact to the drive head. The reason for this could not be clarified. No other abnormalities were found in the device and alarm history. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, a technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device showed age related signs of wear and tear, but no damages could be found. Functional inspection: a functional test was performed. The device passes the self-test. A syringe (b.braun ops 50 ml) was inserted. The pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,91%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The deviation of the flow rate was inside the tolerance of the device. A long-term test about 24 hours was performed. A injectomat 50ml syringe was inserted and the infusion started with a rate of 2ml/h. During the infusion, no malfunction could be detected. The device include drive head was disassembled. No damages or soiling could be found. The reported defect could not be confirmed. Summing up all tests, the perfusor space operated within our specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number 04046963716745. Premarket submission # k092313, k172831, k191910.